Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station "hung". There was no adverse event reported.

Manufacturer narrative:
.